Event description:
As reported: physician pulled manta back and suspected tissue track deployment. Surgical cut down performed with a good outcome. Additional information on 25 jul 2022: during a tevar graft procedure, single access was obtained under ultrasound guidance centrally in the right cfa. The right cfa vessel size measured greater than 7.5 mm and had no reports of calcification or tortuosity. The manta depth was measured at 3 cm. There were no issues with advancing or withdrawing procedure sheaths during the tevar case. Prior manta deployment, the sbp was less than 120 mmhg, and 8000 units of heparin and 80 mg of protamine were administered intravenously. The manta was deployed at the measured deployment depth at 4 cm (3 cm +1). Hemostasis was not achieved, and the physician proceeded with a surgical cutdown where the manta device was explanted. The patient's condition was reported as fine post procedure.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar procedure, whereas a 22f procedural sheath was used, a 18f manta was deployed for closure in the right common femoral artery. Ultrasound was utilized to gain a central positioned access. The arteriotomy was greater than 7.5mm, with a depth measurement of 3cm + 1 cm. No issues were encountered advancing or withdrawing the procedural sheaths. During the deployment procedure, the physician pulled manta back and suspected the device was deployed into the tissue tract. Hemostasis was not achieved, and the physician proceeded with a cut down. The manta device was explanted, the patient post procedure outcome was fine. There are multiple factors that are possible causes possibly contributing to the tract deployment; including arterial damage possibly from using a larger procedural sheath, not deploying at a steep enough angle or not enough tension applied. However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, status of the manta device during surgical intervention and no angiograms or device returned for investigative purposes. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Risk documentation was reviewed; and tract deployment is a known risk.